Event description:
Reporter indicated that he was having difficulty interrogating vns patients with his vns dosing system. A new handheld computer was substituted with the reporter's vns wand and no further problems occurred. The handheld computer and flashcard have been returned and are currently in product analysis.